Manufacturer narrative:
Tests: self-test and visual inspection. Self-test failed due to not turning on and smoke from the driver motor printed wiring assembly (pwa) board. Visual inspection performed and found two components were burnt on the driver pwa board and one component was burnt on the power supply pwa board. The customer complaint was confirmed that the device did not turn on and smoke from the driver board. The probable cause was a burnt power supply pwa board and a burnt driver motor pwa board. Furthermore, the serial number on the power supply pwa board: (B)(6), didn't match the one install base records, and the tab on the main chassis was damaged.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 pump began to smoke following the installation of a new power supply. This was during set-up. There was no patient involvement and no patient harm.